Event description:
It was recently reported that the patient had csf leak during the initial implant surgery.

Manufacturer narrative:
Advanced bionics considers this issue closed. Patient's device remains implanted. This is the final report.